Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, rewind, and basic occlusion tests. The excessive no delivery alarm test could not be performed or the functional test completed due to the motor error alarm.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 6.9 mmol/l. During troubleshooting, the customer was able to prime and the insulin pump did not alarm no delivery. The customer called back later to report receiving a motor error alarm during cannula fill. The customer stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The insulin pump passed the displacement and self tests and the customer was able to rewind and prime. The customer called back because the insulin pump alarmed motor error again. Blood glucose value was 3.3 mmol/l; treated with candy. The insulin pump was returned for analysis.